Event description:
According to additional available information, it was confirmed that the defect was noticed during the preparation of the reservoir. The hole is located in the upper body of the reservoir closer to the valve.

Event description:
According to additional available information, it was confirmed that the defect was noticed during the preparation of the reservoir. The hole is located in the upper body of the reservoir closer to the valve.

Manufacturer narrative:
Reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated the device had a hole in the reservoir, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, it was discovered during implantation that there was a hole in the base of the valve that allows liquid to escape. This device was not used and another tank was opened.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.